Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and bard avaulta anterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal extraperitoneal colpopexy, s/p cystotomy, and cystoscopy; due to intrinsic sphincter deficiency, hypermobile urethra, cystocele, weakening pubocervical fascia, weakening rectocervical fascia, rectocele, pop, and sui.

Manufacturer narrative:
It was reported that the patient was scheduled for removal of transvaginal mesh on (B)(6) 2012, however date of actual removal is unknown.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 by due to infections, vaginal pain, incontinence, and bladder spasms. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.